Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: minastrin; for an unreported indication: yaz. Concurrent conditions included non-hodgkin's lymphoma, low grade squamous intraepithelial lesion, dysplasia, human papilloma virus infection, endometritis, depression, menometrorrhagia, borderline personality disorder, schizophrenia, bipolar depression, anxiety, tingling skin, pap smear abnormal, cervical dysplasia, paratubal cyst and menometrorrhagia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (patient had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr were received: events per pfs: abnormal bleeding (vaginal, menorrhagia). Suspect product indication was added. Insertion date of essure was updated to (B)(6) 2016. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: minastrin; for an unreported indication: yaz. Concurrent conditions included non-hodgkin's lymphoma, low grade squamous intraepithelial lesion, dysplasia, human papilloma virus infection, endometritis, depression, menometrorrhagia, borderline personality disorder, schizophrenia, bipolar depression, anxiety, tingling skin, pap smear abnormal, cervical dysplasia, paratubal cyst and menometrorrhagia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia(heavy menstrual bleeding)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes) and patient had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Plaintiff received treatment for pain, bleeding. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event: abdominal pain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted. In b)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery to remove the essure on (B)(6) 2017. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.